Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the battery release, heart wire cont acts, and heart lead flex were contaminated. Lead flex cover was corroded. Upper case and lower case were broken and contaminated. It was noted the bail covers, ring cover, two case screws, ring cover screw, bails, and ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.